Event description:
It was reported that intermittent unspecified malfunction alarms occurred. Reportedly, customer performed a pump reset to resolve the issue. Additionally, it was reported that the pump history was missing data despite being in use. Reportedly, customer continued to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.